Event description:
On (B)(6) 2011, pt (B)(6) (male) underwent decompressive surgery with baxano io-flex tools, of the left l3/4 and bilateral l4/5 disc level pass through left l3/4 and l4/5 laminectomy. The pt was discharged the same day. On (B)(6) 2011, (14 days post-surgery), the pt presented with the incision area that was swollen and painful with muscle spasms. An infection was diagnosed, lanced and treated with levaquin and rifamycin.

Manufacturer narrative:
Io-flex system product info & 510 (k) # (brand name, common name, model-catalog no., lot no., mfg date/expiry date): k100958 rongeur, manual, baxano io-flex probe, model-catalog no. Io-cp45, lot 10120905, (12/20/2010 / 2012-12). K110696 surgical nerve stimulator/locator, baxano io-flex neuro check, model-catalog no. Io-ncw, lot 10120901, (12/20/2010 / 2012-12). K113533 surgical nerve stimulator/locator, baxano io-flex wire, model-catalog no. Io-ncw, lot 10120901, (12/20/2010 / 2012-12). K100958 rongeur, manual, baxano io-flex distal handle, model-catalog no. Io-dh, lot 10112301, (12/02/2010 / 2012-11). K100958 rongeur, manual, baxano io-flex microblade shaver, model-catalog no. Io-mbs, lot 10102103 (11/04/2010 / 2011-11).